Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read "high." To address the situation, the customer changed the infusion set and cartridge and resumed insulin use. No additional assistance was necessary, and the case was closed by technical support.